Manufacturer narrative:
Analysis of the ins (B)(4) found that the returned {device} passed all {functional} testing in the laboratory. No anomalies were identified. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) from an healthcare provider (hcp) who reported that while implanting a patient with an implantable neurostimulator (ins) for urinary dysfunctions/sacral nerve stimulation and gastrointestinal/pelvic floor a new ins showed 28-47% battery capacity. A new ins was opened and the same issue occurred, but the hcp decided to leave the second ins opened and implanted. It was speculated that the battery reading had something to do with the default programming set up on the ins in the box. No patient symptoms were reported. No complications were reported or anticipated.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Return product received.